Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: regional sales manager (rsm) has received an email from the customer stating the following - it has been demonstrated that even with the correct use it is leaving gaps. It is also very difficult and not functioning as intended. It has been raised with the tga. Rsm has requested an appointment to uncover relevant details field team provided addition information on 21 jul 2025. Date of event: 2/7/2025 procedure performed: laparoscopic cholecystectomy description of event: potential issue with clip not fully closing patient status/outcome: patient returned to theatre on (B)(6) 2025 for control of bleeding. During emergency procedure it was that the epix clips had not fully closed around the cystic artery, leaving a gap. Consultant general surgeon tested the epix clips from a new pack to explore any potential issues outside of the theatre. The same observations were made by the consultant. Product used: epix clip applicator 5mm universal applicator ca500 batch: 1544265 qty returned: 0. Intervention: patient returned to theatre on (B)(6) 2025 for control of bleeding. During emergency procedure. Patient status: patient returned to theatre on (B)(6) 2025 for control of bleeding. During emergency procedure it was that the epix clips had not fully closed around the cystic artery, leaving a gap.

Event description:
Name of procedure: laparoscopic cholecystectomy event description: regional sales manager (rsm) has received an email from the customer stating the following - it has been demonstrated that even with the correct use it is leaving gaps. It is also very difficult and not functioning as intended. It has been raised with the tga. Rsm has requested an appointment to uncover relevant details field team provided addition information on 21 jul 2025. Date of event: 2/7/2025. Procedure performed: laparoscopic cholecystectomy description of event: potential issue with clip not fully closing patient status/outcome: patient returned to theatre on (B)(6) 2025 for control of bleeding. During emergency procedure it was that the epix clips had not fully closed around the cystic artery, leaving a gap. Consultant general surgeon tested the epix clips from a new pack to explore any potential issues outside of the theatre. The same observations were made by the consultant. Product used: epix clip applicator 5mm universal applicator ca500 batch: 1544265 qty returned: 0. Additional information received in safety alert from nsw health on 29july2025: safety alert issued following a clinical incident where a patient required an urgent return to operating theatres for arrest of haemorrhage post an elective laparoscopic cholecystectomy in one of our facilities. The cause of the issue was determined to be from the epix 5mm clips failing to close correctly. During the re-operation, the patient was found to have the clips still in place, however the vessel was not closed as expected. Additional information received from tga (reference number) via email on 04aug2025: clinical event information: pt re-presented with pain - bleeding and had to undergo another operation. Intervention: patient returned to theatre on (B)(6) 2025 for control of bleeding. During emergency procedure. Patient status: patient returned to theatre on (B)(6) 2025 for control of bleeding. During emergency procedure it was that the epix clips had not fully closed around the cystic artery, leaving a gap.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.